Event description:
Information was received from a consumer regarding a patient receiving baclofen and fentanyl via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that for the past couple weeks when they got to 90% on their ptm (personal therapy manager), the handset "seems to stop and takes a while" to deliver the bolus. The patient also stated that since yesterday they were also getting a no device found message or it would not get past the connecting screen, and they would have to restart the handset at least 2-3 times and sometimes more before they could get a bolus, and they missed a couple of boluses yesterday because of this issue. The patient mentioned they were currently locked out for an hour and 4 minutes. The agent walked the patient through closing out of all running applications, toggling airplane mode on and off, and trying to connect and the patient was able to successfully connect and see their lockout out time. The troubleshooting steps that were taken on the call resolved the issue. The patient called again on (B)(6) 2024 stating that this morning they got no pump response when trying to deliver a bolus. The agent had the patient reset the communicator and they were able to connect right away. The patient called again on (B)(6) 2024 stating that they were still getting no pump response when they connected to the ptm. The patient said that the ptm would eventually connect after seeing no pump response multiple times. A replacement communicator was requested from the repair department. No patient injury reported.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6) ,implanted: explanted: product type accessory product ID hh90t01 lot# serial# unknown implanted: explanted: product type mobile platform product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.